Event description:
Patient was revised to address loosening of stem from metal debris associated with metal-on-metal total hip. Osteolysis was also reported. (Right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds other reported incidents against the provided product and lot combination since its release for distribution; however, a previous review of this device history record did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the pinnacle insert and corail stem as the lot codes required were not provided. Per the initial reporting by (B)(4), no additional information was available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.